Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Event description:
Primary operative notes (B)(6) 2017 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and unknown cement was utilized. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2021 indicate the patient received a left total knee revision due to aseptic loosening. Upon entering the joint, the tibial component was noted to be loose at the implant to cement interface. The femoral and insert components were also revised without indication of deficiency. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: (B)(6). Clinical notification received for revision of left total knee to address unspecified aseptic loosening, pain, and stiffness date of implantation: unknown, date of revision: (B)(6) 2021, (left knee). Treatment: revision of tibial tray, insert, and femur components.